Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. After review, the cause of the reported event was determined to be a user error. Re-use of single use supplies is known to cause a system alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp), after receiving an alarm, restarted therapy using a new cassette, but did not use new supply bags. The hp was able to complete therapy using the reused supply bags with no issues noted. This constitutes a use error. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.